Manufacturer narrative:
This ipg model was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-00051. It was reported the patient (australia) is experiencing heating at the ipg pocket during recharging. It was recommended that the patient use a barrier between the charging system wand and the skin to help minimize any discomfort felt during recharging. Follow-up on this matter found that the heating issue persists despite implementation of the aforementioned suggestion. As such, a replacement charging system will be issued to the patient.